Event description:
The following description of the event was documented by a (B)(4) tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] is avea trained biomed. This is the 2nd or 3rd avea neb to fail in this fashion. (B)(4) said that when neb is turned on, a fine black powder shoots out of the neb connector. He is having his secretary put in an order for another neb later, he is avea trained and will install himself. He wants to make sure that this neb is investigated for failure analysis". The following description of the event was copied from the user facility medwatch report received by (B)(4) 2010 from the FDA. Ventilator came into the shop for routine service. Due to past problems with the nebulizer pumps, the unit was checked for black dust by connecting a catch tube to the nebulizer out port. The tube collected black dust from the nebulizer port. When connected to a patient circuit, this black dust would be administered to the patient. Photos of the inside of the nebulizer pump were taken confirming the presence of black dust. Health professional's impression: deterioration of the seal in the nebulizer pump creates black dust that is then administered to the patient. Photos of the inside of the nebulizer pump were taken confirming the deterioration and presence of the black dust. Manufacturer response for ventilator, avea: they have not responded to this event yet. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do".

Manufacturer narrative:
The user facility did not provide any patient or device codes on their user facility report. Codes were derived based on the information provided by the user facility in block b5 of the user facility medwatch report received from the FDA on (B)(4) 2010. (B)(4)has already performed an evaluation on a similar incident and as a result has initiated an internal corrective action request through our corrective and preventative action system to address this issue.